Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 79306 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for 79306 was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® cpt¿ cell preparation tube with sodium citrate had poor barrier separation.